Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced all tip clamps, plunger clamps, and ejection pins in the reported problem area of the pipette assembly. Additional tip and plunger clamps, and lld contact springs were replaced upon further instrument inspection. The x-arm was recalibrated over the primary side. The instrument was inspected, tested without further problem, and returned to service.